Manufacturer narrative:
Visual inspections were performed on the returned device. There was no specified failure mode and the device was returned in the pre-deployed position. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The other three proglide devices referenced are filed under separate medwatch report numbers. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with four proglide devices, using the pre-close technique, via a 6f sheath relative to an interventional impella assisted procedure. Reportedly, all four proglide devices had unspecified malfunctions. The impella procedure was aborted. Manual compression was applied at both common femoral access sites to achieve hemostasis. There was a clinically significant delay in the procedure. No additional information was provided.